Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 700 mg/dl. It was reported that the customer's blood glucose levels had been fluctuating. It was also stated that the customer is new to insulin pump therapy. The customer had only eaten a bowl of cereal prior to the event. Troubleshooting could not be conducted as the caller did not have hipaa consent, and the customer was not present at the time of the call. Advised the caller to have the customer call back as soon as possible. Nothing further was reported.